Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. According to the complainant, the physician attempted to complete the endoscopic retrograde cholangiopancreatography procedure with this extractor rx retrieval balloon. It was reported, however, that the "...balloons popped while removing the stones in the common bile duct...." The procedure was successfully completed with a third extractor rx retrieval balloon. No pt complications were reported as a result of this issue and the pt was reported as "fine" following the procedure. Refer to associated MFR report #3005099803-2008-00578 for a description of the first event.

Manufacturer narrative:
Visual examination of the return device revealed that the balloon had ruptured. There were no defects found on the catheter or balloon that could have conceivably caused the balloon to rupture; therefore, the cause of the balloon rupture is unknown. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted a search of the compliant database revealed no additional complaints recorded for this lot. The april 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.